Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed no anomalies. Event history logs were not available. Functional testing was performed and the reported issue was able to be replicated; the device was found to be intermittently powering off during investigation. The root cause was determined to be a defective microprocessor unit (mpu) board with discolor internal of battery compartment causing the screen to go blank. The mpu board and battery compartment were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device went blank when downloading the library. No adverse patient effects were reported by the customer.